Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found scratches on the video connector; the connector head socket was hard; and error e226 did not occur. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video system center had hard connector head sockets and error e226 occurred while connected to the camera head. Cleaning the device helped, but did not improve the issue. The issue occurred during the therapeutic procedure and it was completed using the same set of equipment. There was no patient harm associated with the event. This report is related to the following linked patient identifiers:(B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.